Event description:
The pt contacted lifescan (lfs) in 2005 alleging that the meter did not power on. The medical affairs specialist (mas) spoke to the pt the following day and obtained and verified the following info: it has been approximately four months, since the meter had not powered on. During the four months she took her set amount of oral medication (glucophage, glucotrol and actose) on a regular basis. Eight days ago, the pt went in for a scheduled appointment, she tried to test on her meter and the meter would not power on. She did not experience any symptoms at the time of testing. At the dr's office her reading was 405 mg/dl and was treated with oral medication. The pt was released from the dr's office two hours later. A normal reading for the pt is in the "low 200's". The pt has had the meter for six years and has not replaced the battery in the past year. The meter is not a new product (out of box). The pt had been using the correct test strips. The meter did not power on by pressing the power button. The pt was unable to verify if the battery was correctly installed, because she could not open the battery compartment. Customer care agent (cca) sent the pt a replacement meter. The complaint is being reported as an adverse event because if the pt had known her readings were high, she would have sought treatment earlier for hyperglycemia.